Event description:
On 01/29/2010, the patient reported that on (B) (6) 2009 she noticed the cartridge chamber of her insulin infusion device was full of insulin. She said she though it was the cartridge so she changed it but later that day saw more insulin in her device chamber. She began feeling ill and her blood glucose was in the 500's mg/dl with her normal range being around 120 mg/dl. Symptoms were dehydration, vomiting, cold chills and headache. She was admitted to the hospital where her readings were monitored, and she was given injections in addition to remaining on her infusion device. She was also given fluids by IV. She was released after 48 hours. She switched to her backup infusion device because her primary device was full of insulin again. She stated she did not see any leaks from the cartridge, adapter or tubing and nothing dripped from the bottom of the cartridge. She said her device adapter was last changed 1 year ago and was advised to change it every 10th cartridge change. She stated she has been on her backup device since (B) (6) 2009 and disposed of all accessories in use during the incident. The infusion device was replaced and requested to be returned for evaluation.